Event description:
It was reported that the pump battery intermittently could not be charged. There was no adverse impact to the customer's blood glucose level. The customer declined to complete troubleshooting.